Event description:
It was reported that device entrapment and stent damage occurred. Vascular access was obtained via radial artery. The 90% stenosed, 28mm x 2.5-3.0mm, eccentric, de novo, target lesion containing <=45 degrees bend was located in the non tortuous and non calcified circumflex. A 32 x 2.75 promus premier drug-eluting stent was advanced against resistance, however, the stent was trapped into the catheter on entry and was overstretched, distorting the whole structure of the stent. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.